Event description:
The device was replaced per field action, and returned to physio-control redmond for evaluation. When the device was evaluated by the failure analysis center, it failed to power up.

Manufacturer narrative:
Physio-control removed the analog pcb assembly and observed that the internal batteries were charge depleted. Further testing determined that root cause for the charge depleted batteries was excessive current leakage in the device off-state due to cracks in the capacitor, designator c177. A replacement device was provided to the customer.